Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus shanghai (osh) (returned to osh on 2022/08/08). The evaluation at osh confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the high voltage power supply board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results. Please note: this report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # / catalog #: wb91051w; brand name: electrosurgical generator "esg-400"; common device name: hf-generators; 510(k): k203682; product code: gei.

Event description:
Olympus was informed that during preparation for an unspecified procedure the esg-400 hf-generator issued error code e433. However, the procedure could be completed with the same device without significant delay and there was no adverse event or patient injury.